Event description:
The pt stated that he did not feel he was getting insulin. On 01/25/2007 his blood glucose measured 35 mmol/l (630 mg/dl). He stated he bolused 10 units of insulin to lower his blood glucose. He stated the next morning, 01/26/07, his blood glucose measured "hi" on his blood glucose monitor. He had symptoms of frequent urination, dizziness, and thirst. He gave himself 20 units of insulin via syringe to lower his blood glucose. He stated that 20 minutes before the report his blood glucose decreased to 23 mmol/l (414 mg/dl). Upon follow up the pt stated that he normally takes his infusion device off during the day because his blood glucose is high and he uses injections. He stated he re-connects to the infusion device at night and his blood glucose is fine in the morning. He stated that on 01/29/07 his blood glucose was between 5-7 mmol/l (90-126 mg/dl) in the morning and at the time of the follow up his blood glucose was 27 mmol/l (486 mg/dl). He uses novolinr in the infusion device. The pt stated he had a doctor's appointment on 01/31/07. The pt was not available for follow up. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.